Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent treatment of a thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. During the procedure, the physician reportedly had difficulty advancing the device to the desired position. The physician was ultimately able to implant the device in a satisfactory position. It was reported that during withdrawal of the delivery catheter back into the solopath® sheath, fluoroscopy showed that the sheath had become kinked. The physician reportedly used force to pull the delivery catheter into the sheath. It was reported the delivery catheter was noted to have broken at the trailing olive/polyimide wire junction, and the polyimide wire and leading olive remained captured inside the sheath. The physician removed the sheath that contained the detached polyimide wire and leading olive, and the procedure was concluded with no further issues. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure. The delivery catheter, detached polyimide guidewire lumen and leading olive were discarded at the facility and are not available for evaluation.